Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal ten tampons unraveled in multiple pieces. She is unsure if tampon pieces remained inside and made an appointment to see her doctor.